Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse) observed that system is showing maintenance required #1 alarm. Fse checked atmospheric transducer out of range, so calibrated all transducers then checked system with demo balloon and trainer it is working fine and ready to use. Unit returned to customer.

Manufacturer narrative:
Due to character restrictions in block e1 telephone number: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cs100 intra-aortic balloon pump (iabp) shows maintenance required alarm #1. There was no patient involvement.